Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient passed away due to chronic seizure disorder. It was reported that the device was explanted and would be returned for analysis. The autopsy report was received indicating the cause of death as chronic seizure disorder with a contributory condition as morbid obesity. The manner of death was listed as natural. The circumstances of death were noted to be that the patient was found unresponsive in his bathroom between the toilet and wall. It was noted that the patient was last known to be alive approximately eight hours prior. The patient was transferred to the hospital where, despite resuscitative efforts, he expired. The explanted generator and lead were received for analysis. Analysis is underway, but has not been received to date.

Manufacturer narrative:
.

Event description:
Based on the available information about the patient¿s death, an internal classification has determined that the death was unlikely sudep.